Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft (CABG) procedure. This was the pt's 2nd reoperation for coronary disease. Although a preoperative spiral CT of the pt's illofemoral vessels showed severe calcific atheroscierosis, the surgeon opted to utilize the femoral approach to cannulation. An endoarterial return cannula was inserted into the left femoral artery. Resistance was met during attempted insertion of the endoscopic clamp catheter. The pt became hypotensive and vascular surgeon was called to perform a repair of a tear of the iliac artery. A sternotomy was then performed. A commercial cannula was placed into the aorta and cardiopulmonary bypass established. With the heart beating, a saphenous vein graft was placed between the descending aorta and the circumflex coronary artery. Postoperatively, the graft brecame occluded and the pt sustained a myocardial infarction. As a result of the intarct, the pt developed severe mitral regurgitation and required a mitral valve replacement. She is now recovering from her 2nd operation.